Event description:
Information was received from a friend/family member and advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that, per the patient's partner, the patient just had an external battery put in that morning and the patient thought it was set way too high because they were getting a burning sensation. The patient stated, "this is an emergency." The following day, the patient mentioned pain, a migraine, and uncomfortable stimulation during the phone call.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.